Event description:
Device malfunction: cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure after an unspecified procedure. Reportedly, when the physician pulled the needle plunger out, no suture was present. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not yet complete.